Event description:
On 10/25/96, two distinct hosp labs reported that 30 determination hemoglobin screening kit lot 250a03 (referred to as device 1) was producing false negative results with positive pt specimens.